Manufacturer narrative:
The customer¿s experience of keypad failures was confirmed and replicated during testing on 2 of the 4 pcu devices returned for this investigation. Functional testing consisting of asm keypad testing was performed on the source pcus which identified 2 of the 4 returned pcu devices not operating as expected. (S/n: (B)(4)). An internal inspection confirmed open traces on the pcu(s) (s/n: (B)(4)) keypad flex cables. The customer¿s front cover on the following pcus were both replaced with a known good part and the asm keypad test was re-run. Test results confirmed the keypads now functioned as expected. Pcu ¿ s/n: (B)(4)- (printec keypad p/n: tc10010217 rev.02 ¿ lot: 060660 s/n (B)(4) date code: 18/02 feb 2018). Pcu ¿ s/n: (B)(4)- (printec keypad p/n: tc10010217 rev.02 ¿ lot: 060660 s/n (B)(4) date code: 18/02 feb 2018). There was no patient involvement.

Event description:
It was reported that there are multiple 8015 devices that have keypad failures which include fluid ingress, keypads delamination and non functioning keypad bottoms. There was no patient involvement as the event were found during preventative maintenance. (Pm).

Manufacturer narrative:
The customer¿s experience of keypad failures was confirmed and replicated during testing on 2 of the 4 pcu devices returned for this investigation. ¿ functional testing consisting of asm keypad testing was performed on the source pcus which identified 2 of the 4 returned pcu devices not operating as expected. (S/n: (B)(6)). ¿ an internal inspection confirmed open traces on the pcu(s) (s/n: (B)(6)) keypad flex cables. ¿ the customer¿s front cover on the following pcus were both replaced with a known good part and the asm keypad test was re-run. Test results confirmed the keypads now functioned as expected. O pcu ¿ s/n: (B)(6) - (printec keypad p/n: tc10010217 rev.02 ¿ lot: 060660 s/n (B)(6) date code: (B)(6) 2018). O pcu ¿ s/n: (B)(6) - (printec keypad p/n: tc10010217 rev.02 ¿ lot: 060660 s/n (B)(6) date code: (B)(6) 2018). ¿ there was no patient involvement.

Event description:
It was reported that there are multiple 8015 devices that have keypad failures which include fluid ingress, keypads delamination and non functioning keypad bottoms. There was no patient involvement as the event were found during preventative maintenance. (Pm).